Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose level had no reported impact. Reportedly, the customer continued using current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.